Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd interlink¿ vial access cannula bends and slides off vial. The following information was provided by the initial reporter: device bends and slides off vial.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10

Event description:
It was reported that the bd interlink¿ vial access cannula bends and slides off vial. The following information was provided by the initial reporter: device bends and slides off vial.